Manufacturer narrative:
As the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (4) clinical study. Same case as 2134265-2010-02064 and 2134265-2010-02273. It was reported that during a coronary artery stenting procedure, the patient experienced bradycardia. The target lesion was located in the ostium of the right internal carotid artery with 80% stenosis and was 20.0 mm long with a 5.0 mm reference vessel diameter. While introducing the first filterwire the delivery sheath failed and the guidewire bent or kinked. A second filterwire ez was used and a carotid wallstent was successfully implanted. The site reported at an unspecified time during the procedure, the patient developed sinus bradycardia. The patient was treated with medication and the event was considered resolved without residual effects. Following post-dilatation, residual stenosis was 20%. The patient was discharged the next day.